Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device showed multiple kinks and bends along the shaft. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the tube was detached from the base. The target lesion was located in the hepatic artery. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the tube was detached from the base during extraction. The device was not used inside the patient yet and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the tube was detached from the base. The target lesion was located in the hepatic artery. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the tube was detached from the base during extraction. The device was not used inside the patient yet and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.